Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events that required intervention. Customer alleged that low bg was caused by pump withholding requested boluses for an unspecified amount of time before delivering. Additionally, it was reported that customer experienced multiple high bg events that required intervention. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.